Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002. Dtbb1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported by the patient that they feel a throbbing on their left side near the ribs that is intermittent. Follow-up with the patient's clinic indicated the patient is experiencing diaphragmatic stimulation that is not yet resolved by programming changes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.